Event description:
When measuring po2 on the blood gas analyzer abl825 with flexq the hospital has obtained abnormally high po2 values in 4 instances in 2007. No alarm was issued. The values were checked on another device. There has been no allegations of death or injury.

Manufacturer narrative:
It is assumed that the abl825 has been measuring on air bubbles, as the values were close to the values of atmospheric air. A software upgrade has been planned, where tutorials regarding the pre-analytical phase will be improved and a check for air bubbles will be introduced by comparing two o2 indicators in the blood pathway of the blood gas analyzer. The corrective action described above is expected to be initiated february 2008. This action will be separately reported as a recall.